Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that when implanting the pressfit patella the back part (t-handle) of the clamp unthreaded off and user needed vise grips to unthread the clamp". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed the t-handle broken and signs of usage on its overall surface. Broken piece was returned for evaluation and no additional damage was identified on its surface. The fracture characteristics are consistent with torsional overload from over-tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. However, consideration must be taken to all other potential causes, including the possibility of excessive force applied by the user when using the vise grips to unthread the clamp. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the attune fixed bearing porous knee surgical technique (103734217) pages 72-74, the surgeon is instructed to use one hand to position the clamp centralized over the implant and in the correct alignment, while using the other hand to slowly rotate the t-handle clockwise while observing uniform seating of the implant until full seating is achieved. Full seating is achieved when the metal surface is in direct contact with the bone, however, when the patella is fully seated, there may be a slight gap between the polyethylene back and the surface of the bone which is acceptable. Using two hands or excessive torque may indicate an issue with the bone preparation or seating alignment and could cause damage to the instrument (as observed with the returned broken t-handle) or bone. Reported allegation can be confirmed as over torquing of the device may lead to a situation where the mating component could not be disengaged as intended. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. Added: d4 lot, d9, h4. Corrected: d3 manufacturer name, d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when implanting the pressfit patella clamp, the back part (t-handle) of the clamp unthreaded off and the user needed vise grips to unthread the clamp.